Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's pacemaker presented with intermittent loss of ventricular capture during decremental atrial pacing. No changes were reported. The patient status was unknown.

Event description:
New information received notes the patient was stable.

Manufacturer narrative:
The complaint of unexpected loss of ventricular capture during an atrial capture test was confirmed. This was due to the right ventricular (rv) pulse amplitude, used during the atrial decrement test, being set to an incorrect value when rv autocapture was on prior to starting the atrial capture test on the merlin programmer. No malfunction or defect was observed on the device.